Manufacturer narrative:
The system was evaluated by a ge representative by way of a phone interview with the customer biomed representative. The bio med verified the pre charge error and replaced the battery pack. The system was found to fully operational and was returned to device.

Event description:
It was reported that the system 9800 failed during initialization and reported a pre charge error. There was no adverse patient involvement or patient information reported.